Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the power supply and adjusted the c-arm resolution. The rep also adjusted the ii focus in normal m1 and m2 modes. The camera resolution was adjusted. The system operates as intended.

Event description:
It was reported that the 9800 system had a low contrast resolution in mag 1&2. No patient injury was reported.